Event description:
I wore the equate bandage for 2 hours and when I took it off, took the skin off the top of my hand. It will take 2-3 months for the skin to grow back and will be a different color. Most painful thing ever.